Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer intermittently experienced difficulty with inserting the cable into the port in order to charge the pump battery. Blood glucose was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.